Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, the patient underwent hemodialysis filtration. At 5:00 pm on the same day, the patient developed infection with fever and chills, with a body temperature of 38°c. The patient was administered piperacillin sodium and tazobactam sodium 4.5 g + 0.9% sodium chloride injection 50 ml q12h IV infusion, combined with levofloxacin sodium chloride injection 0.5 g q48h IV infusion for antimicrobial therapy. After treatment, the body temperature returned to normal.

Event description:
On (B)(6) 2025, the patient underwent hemodialysis filtration. At 5:00 pm on the same day, the patient developed infection with fever and chills, with a body temperature of 38°c. The patient was administered piperacillin sodium and tazobactam sodium 4.5 g + 0.9% sodium chloride injection 50 ml q12h IV infusion, combined with levofloxacin sodium chloride injection 0.5 g q48h IV infusion for antimicrobial therapy. After treatment, the body temperature returned to normal.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fever, infection and chills as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.